Event description:
Jp(jackson-pratt) drain being remove and separated apart when started to gently pull. Pt. Was brought back to operating room and foreign body was identified and removed. It appeared as if the drain has disconnected at the connection point of the clear silastic tubing from the white silastic drain with perforated holes, possibly a manufacturing defect.